Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the surgeon was able to press the green button and was able to squeeze the handle but the stapler was unable to fire. In order to complete the case they used scissors to dissect around the staple line and they were able fire across stomach. As reported, there is no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload had a full staple complement. In addition, there was a shipping wedge attached to the reload. The trs (transverse rupture strength) material was properly anchored to the anvil and cartridge. The sutures were intact. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.